Event description:
It was reported that during a stimulation trial procedure, the rep repeatedly shocked the pt when trying to program the system, which resulted in bruised ribs and the pt experienced difficulty breathing. Add'l info has been requested from the rep.

Manufacturer narrative:
.